Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s display screen separated from the device housing, with the screen still usable when secured by a rubber band; the issue was characterized as a loss of or failure to bond involving the display component, and the user reported no alerts or alarms, no injuries, and no functional difficulties after the damage. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.